Manufacturer narrative:
During a peripheral intervention, a savvy long pta balloon catheter burst at 14atm. As reported, a segment of the balloon material separated and was left behind. The physician deployed a stent to hold the material in place because it could not be retrieved. No negative effects to the patient were reported. No other details were received. Upon analysis of the returned product, it was noted that the distal section of catheter was detached and not returned. The balloon retained a strong impression of the fold, which suggests that it was not fully expanded. The inner appeared stretched, suggesting that some force was applied to remove the catheter. While it is not possible to determine definitively why the product failed in this manner it would appear that a lesion was particularly difficult and that the balloon appears to have been caught on something, possibly a stent, which caused it to tear on removal of the product. It also appears that a large force was applied to the catheter, to remove it, which may have contributed to the balloon tearing. The manufacturing documentation for this lot was reviewed and no anomalies were recorded. A search of previous complaints and product testing do not show any instances of this balloon failing in this manner. The risk analysis for products with this balloon has also been reviewed and sufficient controls are in place. This failure mode will be fed into clearstream's post market surveillance procedure and further analysis will be carried out if a similar complaint of failure is encountered. The complaint was confirmed; however, it does not appear to be related to the manufacturing process. Review of the available information suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the event. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.

Event description:
The physician was able to advance the balloon after some wire changes and support. Physician inflated the balloon up to 14 atms and the balloon ruptured. When the balloon ruptured it also left some material behind, so there was balloon material separation. They had to follow that up with a stent to hold the material in place because it could not be retrieved.